Event description:
It was reported that during an angioplasty and femoral popliteal bypass treatment procedure, the stent was noted to be missing. It was noted that during the procedure, while inside the patient, the stent of this 8x42x750 sentinol was missing from the stent delivery system. It is unknown if the stent was present on the device during preparation. It is thought that the stent was never on the delivery system from the time the package was opened. It is not thought that the stent dislodged inside the patient, however, it is unknown if any attempts were made to look inside the patient for the stent. The procedure was completed with another sentinol stent. There were no reported patient complications. The patient status is listed as ok.

Event description:
It was reported that during an angioplasty and femoral popliteal bypass treatment procedure, the stent was noted to be missing. It was noted that during the procedure, while inside the patient, the stent of this 8x42x750 sentinol was missing from the stent delivery system. It is unknown if the stent was present on the device during preparation. It is thought that the stent was never on the delivery system from the time the package was opened. It is not thought that the stent dislodged inside the patient, however, it is unknown if any attempts were made to look inside the patient for the stent. The procedure was completed with another sentinol stent. There were no reported patient complications. The patient status is listed as ok.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in the fully deployed position with the stent component missing. All other components were intact. A shaft kink was found approximately 17.5cm distal from the edge of the exterior hub. There was no indication of stent denotation on the end of the bumper. The inside of the clear section of e-tube, where the stent is positioned, was observed for stent markings. The markings left on the braiding throughout the clear section indicated markings from mandrel loading, not from stent marking. It is possible that the missing stent component was deployed prior to the delivery system entering the patient. Pushing the inner-member distally out of the exterior tube deploys the stent. This may have happened inadvertently at some point in the handling of the device. There are no indications that the product did not meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).